Event description:
Information received indicates the bed has no head up function. No injury.

Manufacturer narrative:
The technician isolated the issue to a defective hydraulic CPR valve. He replaced the CPR valve to repair the bed.